Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform sim vivo testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for more than two hours while wearing the freestyle libre sensor, and "when it gave a value it was too late because it was already 42 mg/dl". Customer further reported he experienced symptoms described as "ran around like a drunk" and was incapable of self-treating. Customer was treated with glucose gel by a third-party and had contact with an hcp, who diagnosed him with hypoglycemia and provided additional glucose gel as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for more than two hours while wearing the freestyle libre sensor, and "when it gave a value it was too late because it was already 42 mg/dl". Customer further reported he experienced symptoms described as "ran around like a drunk" and was incapable of self-treating. Customer was treated with glucose gel by a third-party and had contact with an hcp, who diagnosed him with hypoglycemia and provided additional glucose gel as treatment. There was no report of death or permanent impairment associated with this event.